Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed machine alarms system failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b5, g3, g6, h2 and h11. The incident was determined to be a duplicate report to complaint of os (B)(4) / tw (B)(4) (authority mfg report number 2249723-2025-0000034). After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a